Manufacturer narrative:
Ees#972474. D6: device returned with no lot identification. H6; damaged coagulation button. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Functional tests & results: instrument(s) function properly, nonconforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, itw was concluded that the reported "coag button on the eph02 would not work, but the cut button did "during surgery possibly occurred due to an intermittently activating snap dome assembly. The device was tested and the coagualtion button was found to activate intermittently. No conclusion could be reached as to how this occurred.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported the coag button on the eph02 would not work, but the cut button did work. There was no consequence to the patient. 04/23/97 it was reported a new eph02 was opened to complete the procedure.